Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The entire case performed without incident. Patient moved to ICU bed without issues. As rolling out of the cardiac cath. Lab, console displayed 2 error messages. Frist, yellow "controller error" and second, "controller failure" red alarm. Messages told the team to switch to backup console and that purge system has stopped and to switch to backup controller. The team switched to backup automated impella controller (aic) without further issues.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email, d2 device name has been updated, f6 and f8 should have been left blank, updated h8 to reuse.